Event description:
According to the reporter, intra-operatively, suturing the common bile duct during, the suture was broken in the middle. The needle was immediately removed and another device was used to complete the case. The issue resulted to increased bleeding and delayed operation time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.